Event description:
In 2007, the patient reported experiencing elevated blood glucose. She stated she woke up on three days earlier, with a blood glucose level of 400 mg/dl and she bolused 6 units of insulin and changed her infusion site. At 11am her blood glucose elevated to 500 mg/dl and she changed the infusion site and bolused 4 units of insulin. Her blood glucose decreased to 450 mg/dl. At 2pm her blood glucose again elevated to 500 mg/dl and she bolused 8 units of insulin. She stated that she had not eaten anything since 11am. At 6pm her blood glucose began to decrease. At 9:30 her blood glucose measured 240-250 mg/dl and she bolused 3 units of insulin. At 5:30am the next morning her blood glucose measured 37 mg/dl. She stated that she felt well and does not believe her blood glucose was that low. She was advised to check her blood glucose meter for accuracy. At the time of the report, the patient's blood glucose measured 200 mg/dl and she was not able to lower it. She was advised to contact her physician. She stated that she has been traveling all week and eating more than normal and is under a great deal of stress. She stated that she changes her infusion tubing every 7 days. She was advised to change the infusion tubing every 6 days. She stated that she also has poor absorption in some areas and has to change her infusion site more often. Upon follow up the following month, the patient stated that her blood glucose returned to normal. She stated that she believes that stress caused her blood glucose to be elevated. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.